Event description:
Customer was at a diabetes camp when her insulin pump showed a blank display. Customer's blood glucose is 371 mg/dl and she is treating with manual injections. The device was not dropped or exposed to moisture. Customer uses energizer batteries. The battery compartment and springs are not damaged or corroded. The display did not return with a fresh battery. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had cracked reservoir tube lip, minor scratches on display window and cracked case near display window corners. Blank display noted due to moisture damage on the interface and radio frequency board, and corroded battery tube. Unable to perform the prime, displacement, basic occlusion, occlusion and excessive no delivery alarm test due to blank display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.